Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient experienced issues with a communicator, where the blue and green lights were flashing and the device was unresponsive. The patient indicated that this issue had occurred previously. Patient was able to successfully turn stim off after it had been high for a while. The troubleshooting steps involved walking the patient through resetting the communicator, which resolved the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID tm91scs, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.